Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient went to the emergency room (ER) and/or was hospitalized on (B)(6) 2024 for 5 hours for high blood glucose level of 545 mg/dl value. The patient had moderate ketones. The patient was treated with intravenous (IV) and fluids of saline and insulin and discharged on (B)(6) 2024 from hospital. No further information available.